Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: when the ligaments around the pulmonary artery was tried to cut, the device cut deeply. The pulmonary artery was damaged, and bleeding occurred. The transfusion was performed. The patient is discharged, and it took time to treat affected part because of open procedure. The doctor commented that device mishandling was cause. The tip was sharp, so the cutting is advantage, but the doctor understand the dangers of blind manipulation. The patient information is unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how big (size) was the hilum? Was the hilum was dissected prior to taking the hilum? How many vessels (arteries and veins) were in the hilum? Was the same device used to finish the procedure? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic pneumonectomy, there was bleeding from hilum, and the amount of bleeding was unknown. The device was used on blood vessels. The procedure was converted from a laparoscopic procedure to an open procedure to complete the case. Also, additional suturing was performed to complete the procedure. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024 additional information was requested and the following was obtained: how big (size) was the hilum?: ukn. Was the hilum was dissected prior to taking the hilum?: ukn. How many vessels (arteries and veins) were in the hilum?: ukn, but the pulmonary artery was damaged, and bleeding occurred. Was the same device used to finish the procedure?: ukn. What is the patient's current status?: the patient's status is stable.